Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and user was unable to recover it. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and was not recoverable. A field service engineer identified some kind of medication leaked inside the circuitry of row c. So, the fse replaced the entire enhanced full height drawer and clean the circuitry. The system functioned as intended after the field service engineer troubleshot the device.